Event description:
A customer reported an unexpected reaction with igg crossmatch assay on the echo.

Manufacturer narrative:
A service call was made. The instrument was tested and is operating within specifications.